Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.7, lab: 2.8. Lab and meter testing were done within hours of each other.

Manufacturer narrative:
Investigation pending.